Event description:
It was reported that during a vats (video-assisted thoracic surgery) right segmentectomy procedure, in the s8 atypical resection of s9 nodule, on the first handle, the reload would not fire. Another handle of the same type was used, but the same reload did not fit properly. Additionally, the jaws did not close properly during the firing sequence. To resolve the issue, another manual handle with a different lot was used with a new reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot# p5b0593) unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that instrument's firing knobs were found retracted and the articulation lever was in the neutral position. For functional testing, the instrument was successfully loaded with a reload and clamped; however, it failed to cycle. An access hole was created in the instrument body to visualize the firing rack, where sheared teeth were observed at the site of initial firing post clamp-up. It was reported that the device would not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.